Manufacturer narrative:
The customer resolved the issue. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an inability to switch ventilation modes as expected. There was no patient involvement.